Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found the lens has been cut/torn into four pieces. The investigation could not verify the reported failure due to condition in which the product was returned. A device history record(DHR) review did not find any anomalies related to this complaint. Based on the available information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the physician was unable to position the lens properly and reported posterior vaulting in the shape of ¿u¿ immediately upon implantation in patient¿s left eye. Upon lens removal, the posterior capsule broke. Vitrectomy was performed and the intravitreal injection was administered. A different model lens was implanted successfully in the sulcus. Yag vitreolysis was performed approximately a week after the lens implantation due to vitreous adhesion to the incision. Prognosis of the patient is excellent.